Manufacturer narrative:
The returned drill was examined. The tip was found bent; the complaint is confirmed. The cause is likely attributed to general damage from usage over time. An incremental design enhancement was made after the manufacture of this lot to increase the instrument's life cycle. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a drill broke during surgery. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event.